Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with surgery (essure removed on (B)(6) 2020. Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: trailing coils : left 2, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device in place bilaterally within the tube, no tubal filling. Normal filling of the endometrial cavity. Pathology test on (B)(6) 2018: cervix, uterus, bilateral fallopian tubes, (laparoscopic total abdominal hysterectomy with bilateral salpingectomy): cervix no significant histopathologic changes; negative for dysplasia or carcinoma. Endometrium: secretory phase; negative for atypia or hyperplasia. Myometrium no significant histopathologic changes. Bilateral fallopian tubes: grossly identified metallic intraluminal occlusion devices. Benign fimbriated fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, secondary dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received: previously reported event ¿medical device removal¿ replace with new event. New events added: chronic pelvic pain, secondary dysmenorrhea, lot number, lab data were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: trailing coils : left 2, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device in place bilaterally within the tube, no tubal filling. Normal filling of the endometrial cavity. Pathology test - on (B)(6) 2018: cervix, uterus, bilateral fallopian tubes, (laparoscopic total abdominal hysterectomy with bilateral salpingectomy): cervix no significant histopathologic changes; negative for dysplasia or carcinoma. Endometrium: secretory phase; negative for atypia or hyperplasia. Myometrium no significant histopathologic changes. Bilateral fallopian tubes: grossly identified metallic intraluminal occlusion devices. Benign fimbriated fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, secondary dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.